Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure with an intellanav mifi oi catheter, the irrigation port broke off at the hub of the catheter. The catheter was replaced and the procedure was completed without any patient complications. The catheter is not expected to be returned for analysis since it was discarded at the facility.